Event description:
On (B)(6) 2014, the reporter contacted lifescan USA, alleging inaccurately high control solution results. The reporter obtained a control solution reading of "124mg/dl" on the subject meter (onetouch ping). It is not known if this falls out with the control solution range for this strip lot since the reporter could not provide the lot number of the test strips involved. This complaint is being reported because the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.